Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report was received under mw5103210. It was reported as " my hip was replaced in 2018. I received a depuy hip. It is now rubbing and squeaking. I've been told that I need surgery to replace the ceramic cup because it is showing signs of wearing out. It's only been 3 years. I thought it was supposed to last for 10 years. FDA safety report ID # (B)(4).